Event description:
It was reported to medtronic minimed that the customer experienced damaged battery compartment and crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1780kl was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient returned pump for an alleged cosmetic damage at the back of the pump(crack) battery compartment observed on (B)(6) 2024. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage at the pcba 1 near the lcd screen. Battery tube was realigned and powered up successfully. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.